Event description:
Terumo medical corporation received the following information: it was reported that the patient was received into care from day shift, tr band removed. Stat seal and arm band in place. Arm band removed at 2000 per orders. The site appeared swollen and bruised however, soft already. There was no hematoma or concerns at that time. On four hour assessment no changes to site. 0600 assessment patient had a proximal mid forearm hematoma and increased soft swelling lateral to stat seal. Five minutes of manual firm pressure was held with good result. The site was re-assessed and no re-formation of hematoma at that time. Site remained soft swollen, bruised, no neurovascular compromise or pain to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: alberta health services employee. H4: device manufacture date: unknown, as the involved lot # was not provided . The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.